Event description:
New information noted that the patient presented at a follow-up in clinic. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implanted pacemaker went into backup vvi mode. No intervention was reported. The patient's status was not reported.